Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise was observed on the electrocardiogram (ECG) and the electromyography (egm). Multiple attempts were tried, as well as power filters, other cords, cables, and a different programmer; however, noise was still seen. Technical services (ts) suggested that the caller check the electrical settings (grounds) at the office. Additional information received from the caller indicated that the physician was able to reproduce and demonstrate the noise issue. The physician stated that the connection from the cable to the leads is a "weak point." The physician requested new cables and was directed the caller to work with the clinical specialist to obtain the cables. The programmer remains in use. No patient complications have been reported as a result of this event.